Event description:
Sorin group (B)(4) received a report that all of the active s5 roller pumps in the system displayed an error message. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. (B)(4). The unit was returned to sorin group (B)(4) for evaluation. Evaluation of the pumps found liquid and blood had penetrated into the housing and lead to the reported failures. Sorin group (B)(4) stated that it is likely the screws were not correctly seated during replacement of the touch screens in the control panel. The damaged boards were reported and subsequent testing by the customer confirmed that the issue was resolved. No further action is deemed necessary.